Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected after trauma occurred. The day after the reported trauma the user was seen and it was noticed that the area around the incision site was red.

Event description:
The user's hearing with the device is affected after trauma occurred. The day after the reported trauma the user was seen and it was noticed that the area around the incision site was red.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.